Event description:
It was reported to philips that there was error message "error/pads". There was no patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed functional check, error message showed 'error/pads" during defib test. Based on the information available and the testing conducted, the cause of the reported problem was defective therapy capacitor. The reported problem was confirmed. The device was operational after therapy capacitor replacement was completed.